Event description:
Information was received from a consumer who was implanted for fecal incontinence and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The patient reported that they wanted to talk to someone about the device because they were not sure the stimulator device was working. The patient noted that they were having a lot of problems with diarrhea before the stimulator was put in but was not having that problem anymore; the patient had solid stool. The patient noted that they have had the stimulator for about a month at the time of report. The patient stated that they would have a loose stool bowel movement that would take about an hour and a half, after that was out of the way they would not go to the bathroom for 6 days. The patient noted that after that they would have another bowel movement and then would go 5 or 6 days without having a bowel movement. The patient stated that they had tried to adjust the stimulator by hitting the increase button but the screen would not change. The patient was reviewed to press sync button in order for the patient programmer (pp) to sync with the implant. The patient synced with the implant and confirmed the implant was off and set at 4.6 v. The patient turned stimulation on, would monitor their symptoms, and was to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient couldn't remember how to decrease stimulation and it felt a little strong. After decreasing, the stimulation was comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the device is fine. Their physician reportedly told them it sometimes takes a week or two for the body to react to the change. Patient reported they cranked up the stimulator "3 clicks" and it seemed to be better. Their stool was formed but soft. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.